Event description:
It was reported that the patient kept getting the charge the recharger icon and also the charge the neurostimulator icon. It was noted that the patient was able to get two black boxes and then it clicked and went to a warning screen. It was noted that the patient checked the device with the patient programmer and the implantable neurostimulator (ins) box was empty. It was noted that the patient stated that they recharged a week ago. Additional information received reported that the recharger was not charging. It was noted that the patient had not charged the device for 3 months. Additional information received reported that the patient visited their health care professional (hcp) about the event. It was noted that the device was reprogrammed successfully. It was noted that the patient programmer was not replaced. It was noted that the recharger was replaced. It was noted that the patient could not recharge successfully. It was noted that the implantable neurostimulator (ins) was located in the front. It was noted that the patient had surgery to fix the problem with the system ¿in (B)(6) 2006.¿ it was noted that the patient would not have surgery to fix the problem. It was noted that the patient still had problems with the system. Several attempts to follow-up for additional information were made without success.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # unknown, product type recharger; product ID 3982, serial # (B)(4), implanted: (B)(6) 1995, product type lead; product ID 377875, lot # v011888, implanted: (B)(6) 2006, product type lead; product ID 3999, lot # v008386, implanted: (B)(6) 2006, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 37752, serial # unknown, product type recharger. (B)(4).